Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had occlusion of vessel preventing successful delivery of impella. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant had placed an impella 5.5 pump to support the patient admitted in with a plan for high risk coronary artery bypass graft in the operating room. The implant was attempted several times with suboptimal positioning of the pump. It was reimplanted per the medical doctor with improved pump position but inflow was still directed towards inferoseptal wall. Multiple attempts were made to improve the pump position. Inflow to the aortic valve measurement was around four centimeters with the doctor electing to leave the pump in place despite suboptimal position. The pump was later explanted successfully and patient survived.